Event description:
Problem reported that the head brake casters were coming out of lock position. No injuries was reported.

Manufacturer narrative:
Tech found that the head brake casters were coming out of lock position. Bed located in bed shop. Replaced the head brake linkage to resolve this issue.